Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The exp date is currently unavailable. The complaint device was received and evaluated. Visual observations revealed that the white suture is frayed and cut, confirming the complaint. No other anomalies were observed with the returned anchor. Possible hypothesis could be that the user used snaps or other instrument to pull the white suture without wrapping the suture around the snaps creates a stress point on the suture, resulting in breaking it. Moreover, excessive tension on the white suture or excessive counter tension on the graft could have resulted in fraying and cutting the suture. The root cause can be a combination of the above mentioned issues. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. This failure might be attributed to user technique issue. At this point in time, no further actions are warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. This report is being filed from the etq complaint management system as rve actions (mptekto file USA FDA MDR missed malfunctions. CAPA to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during an anterior cruciate ligament surgical procedure, it was observed that the white suture used to cinch down the implant broke during the case while it was being tensioned. The segments of the implants were retrieved after the case. No instruments came in contact with the suture to cause the break. There was no patient injury or any real delay to the case. The case was completed by using an additional implant using the original bone hole. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.